Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred on the same day the sensor had been inserted in the arm. On (B)(6) 2023, the patient reported that her cgm reading was low mg/dl. The patient experienced weakness, confusion, nausea, was anxious and had a fever. She self-treated with food, however, the cgm continued to read low mg/dl. The patient then consulted with her endocrinologist and was recommended to go to the emergency room (ER). The patient went to the ER as directed. The ER treated the patient with a dextrose injection to bring her bg level up (basing this decision on the cgm reading low mg/gl). At some point, the ER did test the patient bg meter value and it was found to be 300 mg/dl while the cgm was reading 40 mg/dl. The patient was then advised to drink lots of water to counteract the administration of dextrose and to change her sensor. She was at the ER for approximately 4 hours and then sent home. Of note, the patient was found to have a urinary tract infection while at the ER and was prescribed an oral antibiotic, nitrofurantoin monohydrate, 100mg twice/day for 7 days (unrelated to her diabetes). Patient was in okay condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.